Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the tsw35 was being used. The original load was fired but the first reload did not fire and that reload is still in the stapler that is being returned. 10/16/98 another tsw35 was pulled to complete the procedure. There was no consequence to the pt.